Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Inspection of the returned device indicated that the plunger, suture, needles and cuffs were in pre-deployed position. The link was loose, indicating the lever had been opened to deploy the foot; however, the foot was then closed and the device was removed from the anatomy without deploying the needles. There was dried blood observed within the marker lumen tube indicating there was arterial blood flow through the marker lumen while inserting the device into the anatomy. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the physician was unable to insert the proglide device properly into the vessel. No clear marker occurred from the marker lumen. Hemostasis was achieved with a non abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.